Manufacturer narrative:
A complete lead with stylet inserted and connector pin pulled from the lead body was returned for analysis. Visual inspection found the stylet coating to be stripped and bunched at the distal end of the connector pin. This would have led to difficulty removing the stylet and excessive force applied during attempted stylet withdrawal would have led to the connector pin separation. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at the time of explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
During lead implantation, the stylet was unable to be withdrawn from the lead. The lead was removed and replaced. The patient is in good condition following the procedure.